Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few hours post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient received four inappropriate shocks. The device was found to be in alternate vector although primary was expected. Data analysis found auto setup had been unable to obtain sufficient information for the primary vector. Some unsuccessful telemetry commands were also noted. The device was successfully reprogrammed to primary vector. No adverse patient effects were reported.